Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. An inspection was performed and the reported issue could not be confirmed. There were no holes or leaks found on the sample; therefore, a root cause could not be determined. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was a hole in the tubing of the enteral feeding pump set.